Event description:
New information received that additional post-paced t-wave oversensing was observed via remote transmission. Recommended programming changes will be made.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Post-paced t-wave oversensing was observed on the ventricular channel via stored egm. Programming changes were made during the device check. Device remains implanted.

Event description:
New information received states the previous oversensing issue had been resolved last year when the device was programmed following the physicians recommendation.